Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0306 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(4).

Event description:
It was reported a bloodstream infection was found at PICC line insertion site on the left side of the body. Moderate severity and related to the device. The device was removed and outcome ongoing.